Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with the understanding that they should call back if the issue reappears.